Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. The reporter stated that after dropping the pump on the bathroom floor a call service alarm had occurred. Reportedly, the alarm cleared and the pump was re-primed without the alarm reoccurring but the motor then sounded very slow. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box review showed dates from (B)(6) 2014 with no information found on the complaint date of (B)(4) 2014 for the motor issue of rewind performing very slowly. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened, the motor assembly was inspected, the internal motor was tested and there was no moisture corrosion observed. Product analysis was unable to duplicate the complaint during investigation. Unrelated to the initial complaint, the pump booted to the verify screen with dim pink contrast.